Event description:
The customer obtained 324mg/dl and 147mg/dl on the accu-chek advantage system. The customer reports an additional comparison with results 324mg/dl and 139mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.